Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set soft cannula bent events on 28-apr-2024. Insertion site was at abdomen. The set was in use for about 16 hours and event occurred after three hours of insertion. Blood glucose and ketone levels were high at the time of event. Patient took correction injection via multi-daily injections to address the event and he replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.